Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (cannot communicate with a monitor) was confirmed. As received, the electrode belt did not communicate with a monitor and failed incoming testing. Upon evaluation, the red (can h) and green (+3.3 v) wires were severed inside the trunk cable. The cause of the inability to communicate was the severed wires. The root of the severed wires cannot be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.